Manufacturer narrative:
A functional test with a mating broach confirmed the complaint; the handle is loose. Previous investigations determined the cause is attributed to heavy usage/wear out. The date code ak1209 indicates the instrument was manufactured in december of 2009 and is going on 6 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handle will not lock onto the broach anymore. Broke during impaction.